Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and none of the cap/stopper assemblies detached from their tubes during the procedure, all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was loose closure. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: loose hemogard closure. After the blood has been collected into the tube it has been placed in a centrifuge. After gentrification the collector has noticed that the caps are dislodging from the base of the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was loose closure. This occurred on 5 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: loose hemogard closure. After the blood has been collected into the tube it has been placed in a centrifuge. After gentrification the collector has noticed that the caps are dislodging from the base of the tube.